Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a total occlusion occurred with two (2) clearlink continu-flo solution sets while the clamps were open. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.